Manufacturer narrative:
The investigation found that ther was no consideration regarding the different types of possible results (numerical or alphanumerical) provided in the documentation. Additionally, there was no explanation regarding the expected software behaviour in the special case of having an alphanumerical result in between two numerical results. The investigation concluded that the software performed as defined in the requirements, but there was a lack of documentation regarding the expected software behavior in the special case of having an alphanumerical result in between two numerical results in the software system which caused the issue. The reported allegation has been verified as a product issue in cobas infinity, as there is a lack of documentation regarding the delta check expected behavior when there are several types of results involved in a delta check calculation period. This issue has been addressed.

Event description:
There was an allegation of a software issue for the cobas infinity core software. The reporter stated that a result has been released by the software which should have been held by a delta check flag. The reporter noticed that for their patient that had an initial and repeat sample, the repeat result had a delta flag and was held, but the initial result was released by the software and then held by the laboratory information system (lis). There was no report of any patient harm.